Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced blood glucose (bg) levels ranging between 277-400's mg/dl and high levels of ketones. Correction boluses via the pump were delivered to address the bg levels. The past occlusion alarms would be resolved by performing supply changes. Troubleshooting was performed for the current occlusion alarm and a new cartridge was successfully loaded verifying the pump was functioning as intended. Tandem technical support advised the customer to perform an infusion site change to address the current occlusion alarm.